Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history record review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported on (B)(6) 2017 that the patient had to undergo explant surgery to remove a cranial patient specific implant (psi) due to infection. The date of explant was and additional information was unknown at the time of the initial report. Additional information was received on (B)(6) 2017 further reporting that the patient underwent hardware explant surgery on (B)(6) 2017. A cranial psi, three (3) titanium straight plates, and six (6) 4mm titanium self-drilling screws where initially implanted on (B)(6) 2016 and were all removed during the (B)(6) 2017 surgery. The patient will undergo surgery to implant a new psi and associated hardware on an unknown future date. This report is 8 of 10 for (B)(4).